Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter has a power issue (does not turn on). The complaint was classified based on the customer care advocate (cca) documentation. The power issue reportedly began on (B)(6) 2014. The patient did not take any action in regards to diabetes management based on the power issue. The patient claimed that 1.5 hours after the power issue began, she exhibited symptoms of ¿blurry vision.¿ there was no report of any required medical intervention at the time of concern. The power issue was not resolved training. The subject meter did not turn on with the power button and the insertion of the subject test strips. There was no product misuse. The lfs products were replaced and requested to back for investigation. This complaint is being reported because the patient had symptom suggestive of hyperglycemia after the power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.